Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/25/2017 with the following findings: during investigation, the battery compartment was found to be cracked. In addition, the display screen was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim/faded display screen. This report is made based on results of investigation completed on 8/25/2017.